Event description:
New information received notes that new instances of post-paced t-wave over-sensing was noted. Programming changes were planned. No adverse patient consequences were reported.

Event description:
It was reported that a patient presented with post-paced t-wave over-sensing noted on the implantable cardioverter defibrillator. Programming changes were recommended. No adverse patient consequences were reported.